Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was difficult to advance the introducer sheath. Deformation of the introducer sheath tip was also noted. The introducer was discarded. No patient complications have been reported as a result of this event.